Manufacturer narrative:
Additional information received on 016 april 2018 the case was completed on (B)(4) 2018. The cup became loose as the cup didn't adhere to the bone. The patient has a history of smoking and cancer which may have caused the lack of adherence. The surgeon revised the cup, liner and head. The surgery was completed successfully. Clinical evaluation performed by medical affairs director on (B)(4) 2018: smoke is a factor that can cause lack of osseointegration. Batch review performed on 02 may 2018. Lot 157614:60 items manufactured and released on 22 march 2016. Expiration date: 2021-03-08. No anomalies found related to the problem. To date, 57 items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery after 1 year and 10 months from the primary due to cup loosening.